Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they had issues displaying an image from light source on monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The customer was advised to change input on monitor and this restored image to screen. The customer connected a scope and reported everything was working appropriately. It was concluded that the incorrect port on the display was selected and changing the port restored the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.